Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used in an enteral feeding device replacement procedure. Patient's weight was not provided. Per the complainant, two weeks after the replacement procedure, a leak was noted along the water channel of the tube. It was reported that the balloon was functioning but water appeared to be leaking from the side. There has been no report of injury to patient due to this event. The patient's condition was reported as stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).